Event description:
Malfunction of auto suture poly-roticulator during surgical procedure. Device locked and fired, but could not be released even after pulling pin and 3 men trying to pull apart. Had to be cut off vaginal cuff.